Event description:
PICC kit obtained. Rn placing a PICC in infant who became ill and needed mechanical ventilation. After the infant was stabilized and allowed a recovery time, PICC placement was attempted. The infant was approximately 6 weeks old and had limited IV sites. Had 2 piv and a pal in place leaving one extremity to work with. The needle was placed with blood return and catheter inserted. When the needle was withdrawn and attempted to peel away, one wing broke off leaving entire needle. Using a forcep the edge of the needle was grabbed and able to peel back remaining needle. There appeared to be quite a bit of force needed to peel it away and then it snapped and was airborne and needed to be found in bed. Able to find needle and the PICC was able to be placed appropriately.this facility has had multiple similar events with the splittable needle in the PICC kit. There is no visual defect with the involved devices: staff are unable to predict which device will have a problem until it is in place in the patient. Staff inserting these lines are very familiar with the product and have extra training in the insertion of the line. There has been one or more such events per month with this device over the last several months. The manufacturer has been notified and product has been returned to them for testing. The cause of the problem remains unknown. Staff are following the manufacturer's instructions for use of this product.